Event description:
A malfunction was reported on the pump, which occurred after it was exposed to hot temperatures while the customer was playing soccer. There was no adverse impact to the customer¿s blood glucose level. The customer's pump was out of warranty and reverted to an alternate method of insulin therapy.